Event description:
Reporter alleged blood measured 120 mg/dlduring back to back testing with a result of 70 mg/dl performed within 5 minutes of each other. No actions were taken and no treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.